Event description:
It was reported that the right atrial (ra) lead was attempted implant due to dislodgement. A contrast imaging was performed to confirm the location of the auricle, but the right atrium was found to be large. As per the physician, the ra lead was difficult to implant. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that the right atrial (ra) lead was attempted implant due to dislodgement. A contrast imaging was performed to confirm the location of the auricle, but the right atrium was found to be large. As per the physician, the ra lead was difficult to implant. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Stretched coils from the terminal end were noted. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.